Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. On 25-aug-2017 it was reported that the patient was admitted to the hospital on (B)(6) 2017 and they were talking about taking her pump out as there was some sort of infection where the catheter went into the spine. The patient was wondering what medication was in her pump as she was in another stated and hadn¿t yet been able to reach her pump managing physician. No further patient complications have been reported as a result of this event.